Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 60mm thoracic aortic aneurysm  it was noted that the lesion involved the left clavicle which required fenestration to the stent graft. It was reported during the index procedure while the stent graft was being prepared for fenestration the physician opened the stent in vitro in order to create the hole corresponding to the left subclavian. While the physician was retracting the stent, the bare stent accidentaly deployed and could not be retracted. The stent graft could not be implanted into the patient. As per the physician the cause of the event was anatomy related due to insufficient landing zone/fenestration operation in vitro. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 60mm thoracic aortic aneurysm it was noted that the lesion involved the left clavicle which required fenestration to the stent graft. It was reported during the index procedure while the stent graft was being prepared for fenestration the physician opened the stent in vitro in order to create the hole corresponding to the left subclavian. While the physician was retracting the stent, the bare stent accidently deployed and could not be retracted. The stent graft could not be implanted into the patient. As per the physician the cause of the event was anatomy related due to insufficient landing zone/fenestration operation in vitro. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusions; 1) one photo was provided by the account for review. The photo shows the distal section of the valiant captivia complaint device taken at the account. The device components distal to the stent stop are visible in the photo. The graft cover has been retracted and the free flow stents are released from the tip capture. There is a gap present between the stent graft and the stent stop. The reported ¿premature deployment¿ can be confirmed through analysis. 2) the deployment issue could not be assessed on the films provided; therefore the cause or the event could not be determined. Procedural issues cannot be ruled out as potential cause , as stent fenestration (off label) is not included in the indication for use of thevaliant captivia stent graft. 3) the device returned with the external slider in the home position. A 2mm gap existed between the graft cover and tapered tip (specification <(><<)>(> <(><<)><(><<)>)>/= 1mm). The free flow stents were not housed correctly in the tip capture. A change in the profile of the graft cover was evident with the od measuring 7.88mm, 4cm from the tip of the graft cover and 7.26mm, 7cm from the tip of the graft cover. A 2.5mm gap was visible between the tip capture release handle and clamping ring. The reported ¿premature deployment¿ can be confirmed through analysis. Ruler calibration #801163. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.